Event description:
Customer reported receiving imprecise sequential readings of 1.9mmol/l and 13.4mmol/l on their adc meter within ten minutes. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in values is considered clinically significant. There was no adverse event reported and no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.